Event description:
The customer reported to olympus the inner sheath, for 26 fr. Outer sheath ceramic tip was loose. The reported issue was discovered during reprocessing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Additional PMA/510(k) number: k931995.

Manufacturer narrative:
Correction - in the initial report the facility was listed as berlin (3003724334) when the facility should have been hamburg (9610773). Updates were made to section d3 and g1b. To reflect this correction.